Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was inaccurate, a power source alert occurred and battery was unable to be charged, and pump indicated a data log corruption. Customer's blood glucose was 229 mg/dl. Customer used pump and manual injections for insulin therapy.